Event description:
It was reported that patient experienced severe static shocks when touching light switches and bead sheets at night. The patient thought that the shocks were due to her neurostimulator. Patient indicated that stimulation was helping her so much that she did not want to turn off therapy. The patient was seen in a clinic on approximately (B)(6) 2012, where impedance testing results came back normal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4). Extension model 3708160, serial# (B)(4), implanted:(B)(6) 2011, explanted: na. Extension model 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 387345, lot# v544179, implanted: (B)(6) 2011, explanted: na. Lead model 387345, lot# v527162, implanted: (B)(6) 2011, explanted: na. (B)(4).